Manufacturer narrative:
Investigation findings: items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications. Possible complications include but are not limited to the following: hematoma at the puncture site, perforation or dissection of the vessel(s), intravascular spasm, hemorrhaging, rupture or perforation of aneurysm, coil herniation, device migration, neurologic insufficiencies including stroke and death, ischemia, vascular occlusion, vessel stenosis, incomplete aneurysm occlusion, pseudoaneurysm formation, distal embolization, headache, infection, reaction to contrast agents including severe allergic reactions and renal failure. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and lvis evo device should be removed as a single unit. Applying excessive force during delivery or retrieval of the lvis evo device can potentially result in loss or damage to the device and delivery components. It is imperative to use the lvis evo device with compatible microcatheters. If repeated friction is encountered during lvis evo device delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile flush solution. Do not reposition the lvis evo device in the parent vessel without fully retrieving the device. The lvis evo device must be retrieved into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Precautions: exercise caution when crossing the deployed/detached lvis evo device with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use. 15. Advance the delivery wire to transfer the lvis evo device from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the lvis evo device. A torque device should not be used. 16. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during lvis evo device delivery or manipulation, withdraw the unit and select a new lvis evo device. 18. Position the lvis evo device for deployment by aligning the lvis evo implant distal radiopaque end markers approximately 7 mm or adequate length past the aneurysm neck. Note: a proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, will facilitate properly deploying the lvis evo device to achieve full expansion and good vessel apposition. Note: slowly advancing the lvis evo device while adjusting the microcatheter position will ensure accurate deployment. Maintain simultaneous control of the lvis evo device and microcatheter in order to position and expand the device at the proper location. Caution: using a rapid microcatheter withdrawal technique to deploy the lvis evo device is not recommended and may result in device elongation. 19. If lvis evo device positioning is not satisfactory, the lvis evo device may be recaptured and repositioned if it is not fully deployed. The lvis evo device may be recaptured until the point where the proximal end of the lvis evo device markers is aligned 3 mm proximally with the microcatheter distal marker band. Caution: if resistance is felt while recapturing the lvis evo device, do not continue to recapture the device. Withdraw the microcatheter slightly to un-sheath the lvis evo device (without exceeding the recapture limit), and then attempt to recapture the lvis evo device. Caution: the lvis evo device must not be re-deployed more than three times. Note: the lvis evo device delivery wire should not be utilized as a guidewire. Do not torque the lvis evo device. A torque device should not be used. 20. If lvis evo device positioning is satisfactory, carefully retract the microcatheter and advance the delivery wire together, to allow the lvis evo device to deploy across the neck of the aneurysm. Ensure the device proximal radiopaque end markers are approximately 7 mm or adequate length proximal to the aneurysm neck to ensure an adequate landing zone. The lvis evo device will expand, and total length may foreshorten up to 60% from its undeployed length (refer to table 1) as it exits the microcatheter. Ensure microcatheter is retracted and clear from the proximal flared ends. Note: visualize and refer to the implant radiopaque end markers to maintain adequate implant length, approximately 7 mm or adequate length on each side of the aneurysm neck or target location to ensure appropriate neck coverage. Warning: do not detach the lvis evo device if it is not properly positioned in the parent vessel. Observe the delivery wire distal tip to assure it remains within the desired location of the parent vessel. 21. Prior to removing the delivery wire and if necessary, carefully position the microcatheter distal to the lvis evo device to maintain access through the lvis evo device. Remove and discard the delivery wire. Warning: the lvis evo device delivery wire should not be utilized as a guidewire. Do not torque the lvis evo device. A torque device should not be used. 23. Use the guidewire and microcatheter to access the aneurysm through the lvis evo device cells. Warning: observe lvis evo device marker position during placement of the microcatheter into the aneurysm to ensure that the lvis evo device does not migrate or dislodge from its deployed position. Note: access to the aneurysm may be facilitated by the use of a microcatheter that has been shaped. 25. Warning: observe lvis evo device marker position during the coiling procedure to ensure that the device does not migrate from its deployed position. After placing the last coil, verify that the lvis evo device has remained patent and properly positioned. Advance a guidewire, if necessary, to the microcatheter tip and carefully remove the microcatheter. Note: a microcatheter may be positioned into the aneurysm sac prior to delivery of the lvis evo device. The microcatheter will be supported by the lvis evo device during delivery of embolic coiling. After completing the coiling, the coiling microcatheter should be carefully removed to avoid dislodging the lvis evo device. 27. Caution: carefully watch the lvis evo device distal and proximal markers when passing through the deployed lvis evo device with embolic coiling microcatheters to avoid displacing the lvis evo device. Procedure note medical review: a detailed medical review of procedure note data has been performed. Data review indicates that the patient received treatment for unruptured saccular bifurcation aneurysm located within the left middle cerebral artery (mca). Lvis evo stent was utilized, and helical coils were utilized during the procedure under stenting. Eight months post procedure the patient experience tia with location on the right forearm region. This event occurred shortly after the patient stopped taking prasugrel. Procedure note medical review conclusion: a detailed medical review of additional procedure note data has been performed and completed. Review of the additional data provided by the operative physician indicates that ae experience by the patient is related to lvis evo device as described by the operative physician as the tia was in the flow zone of the implanted stent and rapid occurrence of the tia after withdrawal of prasugrel. Patient was treated with prasugrel, and the event resolved without sequalae. Investigation conclusion: a medical review of the provided procedure note data was performed. Data review indicates that the patient received treatment for unruptured saccular bifurcation aneurysm locate within the left middle cerebral artery (mca). Lvis evo stent was utilized, and helical coils were utilized during the procedure under stenting. Eight months post procedure the patient experience tia with location on the right forearm region. This event occurred shortly after the patient stopped taking prasugrel. Review of the additional data provided by the operative physician indicates that ae experienced by the patient is related to the lvis evo device as described by the operative physician as the tia was in the flow zone of the implanted stent and rapid occurrence of the tia after withdrawal of prasugrel. However, the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event.

Event description:
It was reported through the sealant study, the patient was treated for a saccular bifurcation aneurysm on (B)(6)2023, which was located in the left middle cerebral artery (mca), and measured h-4.51x w-6.3 x n-6.6, parent artery distally 1.8 mm and proximally 2.64. The aneurysm never ruptured and was not previously treated. The treatment consisted of using the lvis evo stent and 12 hydrosoft helical coils under stenting post-coiling technique. The parent artery at the end of the procedure remains without stenosis. The patient was discharged from the hospital on (B)(6)2023 with a neurological evaluation score of: mrs = 0 and nihss = 1. Eight (8) months post procedure, on (B)(6)2023, the patient experienced a transient ischemic attack (tia) on the right forearm, which lasted for five (5) minutes. The event took place shortly after patient stopped taking prasugrel. An MRI showed no new ischemia. The action taken in regard to the reported adverse event is a drug treatment with prasugrel, which was prescribed for 6 months, and the outcome is resolve without sequalae (B)(6)2023. According to the description provided by the site, the event is not serious, and not associated with the device malfunction, as the tia is a neurological event. The physician confirmed that the tia was in the flow zone of the implanted stent with rapid occurrence of the tia after withdrawal from prasugrel. In terms of clinical impact, the patient is asymptomatic.